Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. Reportedly, the keypad stopped working after a bath. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/22/2016 with the following findings: the complaint of unresponsive keypad buttons could not be confirmed or duplicated on investigation. All keypad buttons responded normally to button presses and no defects were found with the button contacts. Unrelated to the original complaint, investigation revealed that the bolus button cover was torn and there was a leak from the bolus button.